Event description:
Customer reported suture broke two days following surgery resulting in wound dehisconce. The patient was returned to the or for surgical repair. No further information was provided.